Event description:
The facility reported a fail code 570 during customer use with no patient involvement. Although baxter attemped to obtain information, details were not regarding additional contact information. The hospital representative stated that were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed depleted batteries. This issue is currently being investigated under mdq-CAPA-132.